Event description:
A user facility reported that during cataract extraction and intraocular lens (iol) implantation the pt had to have a vitrectomy. The association between this event and the (iol) is not known. Add'l info has been requested.

Event description:
A user facility reported that during cataract extraction and intraocular lens (iol) implantation the pt had to have a vitrectomy. The association between this event and the (iol) is not known. Add'l info has been requested.